Manufacturer narrative:
H3: product analysis: evaluation determined that tool received used/ fractured at tip. The likely cause was identified as tool was applicated with too much force/ pressure causing it to fracture off; not sure what caused it to "overheat". This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the health care professional complained that the stylus motor was heating up during the surgery and the bur broke subsequently. A second bur (same lot number) was used to replaced the broken bur; the same incident happened. A third bur was used to replace the broken bur and the hcp managed to finish the surgery. Broken pieces of the tool were found in the patient which were later retrieved. On follow-up it was reported that there was no patient or staff impact, and there was a delay of 10 minutes (2 times troubleshooting as 2 burs broke during the surgery) during delay burrs were replaced. It was also reported that there was no prolonged exposure to anesthesia and no intervention was performed